Manufacturer narrative:
(B)(4). The customer reported that the speaker malfunctioned on the vm4 patient monitor. The speaker was replaced the restore full function to this monitor. The monitor remains at the customer site. In a two month period, philips received a small number of complaints reporting premature speaker failure in the vs3, vm4, vm6 and vm8 suresigns patient monitors. These failures triggered a formal investigation into the issue and the issuing of field safety notice fsn86201239a and field change order fco86201239a. This device is on the units affected list (ual) for this fco. On june 7th, 2011, philips healthcare notified the FDA of this mandatory field action. No further investigation/action is warranted at this time.

Event description:
The customer reported that there was a patient monitor speaker malfunction. No patient harm was reported.